Event description:
A caller reported an issue with the pixels on the pump display. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump could still be used for insulin therapy, and the caller acknowledged this understanding.